Event description:
Note: this report is the first of three reports pertaining to the same procedure. It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was used during a procedure performed the same day (patient gender, age, and weight unknown). According to the complainant, while it was in the common bile duct, the balloon burst. It was reported that there were no stones present, just soft debris." Refer to MFR report #3005099803-2008-03462 for details regarding the second device.

Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.